Manufacturer narrative:
This is one of three medical device reports associated with the event. Refer to initial medwatch for pump number two the impella 5.5 serial number (B)(6) and initial medwatch for the automated impella controller with MFR 1220648-2024-24895. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood-colored urine.¿ impella catheter in papillary muscle: ¿if the inlet area of the catheter is lodged adjacent to the papillary muscle, the inflow may be obstructed, resulting in suction alarms. This positioning is also likely to place the outlet area too close to the aortic valve, which can cause outflow at the level of the aortic valve with blood streaming back into the ventricle, resulting in turbulent flow and hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis: ¿patient conditions¿including catheter position, pre-existing medical conditions, and small left ventricular volumes¿may also play a role in patient susceptibility to hemolysis." "Hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support after decompensating status post left anterior descending balloon and stent placement. The patient plan of care was to transfer to another hospital for escalation of care and to escalate patient from the impella cp to an impella 5.5. It was reported on (B)(6) 2023 that during patient transfer to another hospital, the automated impella controller (aic) was swapped. It was reported immediately after swapping the aic, there was a purge system failure alarm. To resolve the issue, another aic was exchanged. Support was delivered to the patient without interruption and there was no patient harm reported for the reported aic issue. Additionally, on (B)(6) 2023, the patient experienced signs of hemolysis including red colored urine and a haptoglobin of 55 (no units reported) and ldh of 2600 (no units reported). The patient's plan of care was to escalate to the impella 5.5, and the impella cp p level was lowered to address the hemolysis. Later that day on (B)(6) 2023 the patient was taken to the operating room to explant the impella cp and escalate the patient to the impella 5.5. The impella 5.5 was first placed in the left ventricle with the impella cp still placed. It was noted that the physician was unable to explant the impella cp due to a clotted off rewire access port. The decision was then made to perform a surgical cutdown and vascular closure using a bovine patch. It was reported that the patient was experiencing intermittent bradycardia, so a transvenous pacer was placed. The impella cp was successfully explanted, and impella 5.5 support was initiated. On (B)(6) 2023 it was noted that the patient was confirmed covid positive and the patient was treated for a mixed picture of septic and cardiogenic shock. On (B)(6) 2023 systemic heparin was discontinued as the patient was bleeding at IV lines. The patient was noted to have to arrhythmias on (B)(6) 2023. The patient was noted as not being a candidate for advanced therapies. On (B)(6) 2023 the patient care was withdrawn and placed on comfort measures only. The patient expired while on impella 5.5 support. The impella cp and impella 5.5 relationship to the patient's demise may be unlikely but cannot be excluded. The patient presented in a decompensating state and the patient was noted to be covid positive. The impellas cannot be excluded as a possible contributing factor to the overall even given the impella related events hemolysis, bleeding, bradycardia, and sepsis as these may have added to an already complex situation even though the patient was not a candidate for advanced therapies.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. Updated date of death.

Event description:
Us complainant reported that a patient was on impella cp for hemodynamic support. During support it was reported that they decreased the cp to p6 and increased epi support due to suspected hemolysis. The plan was to start systemic bivalirudin. Decision was made by heart team to escalate support to impella 5.5, the patient was taken to or for 5.5 and cp explant, however, they were unable to explant cp due to clotted off rewire access port, decision for surgical cutdown and vascular closure using bovine patch. The patient was still having intermittent bradycardia so transvenous pacer placed, pocket closed and patient transferred to ICU for further management. Patient expired.